Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the evaluation of the sample, the stent was found partially deployed. An attempt to deploy the stent was not successful. In this case, it was reported that the patient anatomy was neither calcified nor tortuous. As reported the physician intended to deploy the stent graft without an introducer sheath. Based on the evaluation of the sample the partial stent deployment, as well the impossibility to deploy the stent is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...) Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.' The instructions for use further state regarding accessories: 'the use of an appropriately sized introducer sheath is recommended'. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent graft placement procedure, the device allegedly failed to deploy during the pin-pull deployment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during a stent placement procedure, the device allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.